Event description:
This case, reported by a consumer with follow-up info from physicians, concerns a pt who experienced a fever, an increase in blood sugar level, and was hospitalized. Pt was taking human insulin (unspecified humacart) using humapen ergo opaque for pt's diabetes mellitus. With follow-up info on 07-mar-2001, the insulin was identified as human regular insulin (humacart r) and human insulin isophane suspension (humacart n). The pt had no history of adverse drug reactions, allergic reactions, or other illnesses. Concomitant medications were provided as follows: human neutral insulin, human isophane insulin (non-lilly), and floxofen. At an unknown time, the pt started using humacart r, 10 units before breakfast, and humacart n, 6 units in the evening, with humapen ergo. Whenever pt's self monitoring blood glucose becomes greater than 200 (mg/dl), pt injects 2 or 4 units of humacart r. Several times a year pt experienced hypoglycemia (dates not provided). Pt's blood sugar level was 116 (mg/dl) before bedtime in 2000. In same month as event date, pt visited parents in another city. During stay with parents, pt developed headache, fever, & other cold symptoms one day. Pt took insulin that same day. At 3:00 am the next day, pt awoke and pt's consciousness was clear. Later that morning, pt developed fever of 39 to 40 degrees centigrade, other cold symptoms, ketoacidosis, and became comatose. Pt's blood sugar level was 800 mg/dl and pt was hospitalized. It was also reported that pt's blood sugar was 1150 (mg/dl) and urinary sugar levels were 2+. During transfer to hosp, pt nodded to calling, but was vague. Pt was also disturbed. After arriving at hosp at 16:05, human regular insulin was started IV at 6-46 units per day. Pt also received flomoxef sodium 2000mg per day IV. After blood tests pt was diagnosed with ketoacidosis (arterial blood gas ph of 7.223, pco2 of 18.7 , po2 of 118.4, and base excess of 18.8). At 23:00 pt's consciousness became clear. A c-reactive protein level showed an increase to 3.17 mg/dl. Pt was started on subcutaneous human regular insulin, 10-18 units per day, depending on pt's blood sugar level. The next day the pt started human insulin isophane suspension, 6 units subcutaneously (self injection) before bedtime. Pt was switched to another MFR's human neutral insulin, 8-30 units per day before each meal, and another MFR's human isophane insulin, 0-6 units per day before bedtime. Pt became thirsty & was not focused. Pt's blood sugar level was 375 mg/dl & intravenous human regular insulin was immediately given. Pt's scheduled discharge from hospital was postponed. At 7:00 am, pt's blood sugar level was 366 (mg/dl) and pt took morning dose of human neutral insulin. Subcutaneous human isophane insulin was stopped. Pt had recurrent ketoacidosis, and at 9:00 am, pt received two vials of humulin r intravenously. At 15:30, pt received add'l dose (one vial) of human regular insulin intravenously. Other MFR's insulins were restarted subcutaneously (self injected) before bedtime. At 17:00 pt's blood glucose level was 363 mg/dl. Pt received daily subcutaneous dose & one vial intravenously of another MFR's human neutral insulin. Pt complained to nurse that pt's humapen ergo had not been working well, that amount of insulin did not go down. Nurse examined pen device and found that needle had been pushed into cap & holder was bent. Pt switched to human neutral insulin (non-lilly brand) and another MFR's pen device. Pt later received another humapen ergo pen device. Pt recovered & was discharged. At time of follow-up report (19-feb-2001), the same replacement pen had been used without any problems. Reporting dr stated that he could not assess causality of events of diabetic ketoacidosis, coma, headache, and fever, but would like to make inquiry to other hosp. Dr from hospital where the pt was admitted, assessed events (ketoacidosis, hyperglycemia, coma, headache, fever, & disturbed feeling) as serious, life threatening, & causality of events with humacart r & humacart n were unrelated. He did consider the events (ketoacidosis, hyperglycemia, coma, headache, fever, & disturbed feeling) were possibly related to diabetes mellitus and/or humapen ergo. Reporting dr in charge of pt during hospitalization with ketoacidosis considered fever & cold symptoms might also have been involved with onset of ketoacidosis. Dr also stated that according to hospital record, pt was taking other MFR's insulins after hospitalization. This report did not match with the pt's complaint on humapen ergo. Physician assessed the casuality of events (ketoacidosis, hyperglycemia, coma, headache, fever, & disturbed feeling) with humapen ergo as unknown and stated that if pt had been taking different insulin with humapen ergo as pt did until the day before the event date, humapen ergo might have been involved in event onset. Update 16-feb-2001: add'l info received from reporting dr on 13-feb-2001. Added physician reporter, added event of fever, changed event of hyperglycemia to ketoacidosis (diagnosis) & updated narrative. Update on 28-feb-2001: add'l info was received on 20-feb-2001 from second dr. Added add'l reporter, added the pt's first initial, added the events of headache and comatose, updated onset date of ketoacidosis, updated lab data, & updated narrative. Update 08-mar-2001: received add'l info on 05-mar-2001 from dr treating pt during hospitalization. Added this dr as reporter, updated pt info; added events of hypoglycemia, disturbed, hyperglycemia; clarified suspect drugs, added relevant history; added lab data; updated narrative. Update: 23-mar-2001: add'l info received on 12-mar-2001 from the dr treating the pt during hospitalization. Added lab data; added event of other cold symptoms; changed the date of fever onset; updated narrative. Update 28-mar-2001: add'l info received on 27-mar-2001 from internal affiliate departments. Update the pen analysis info (cid not specified).